Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 7.1mmol/l. The customer was asked to do manual prime, failed once so try again. The customer stated insulin did not exit and has flashed up with no delivery. The customer was trying to manually push insulin with plunger and insulin does exit. The customer was advised to do manual prime once more and no delivery alarm has occurred again. The customer was advised to discontinue use of the device and the pump will need to be replaced.